Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). Bard's tracking number: (B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injuries, damages, pain, disability, and impairment. Product was used for therapeutic treatment.